Event description:
Ozil tip was occluded according to alcon infinity machine. As we started the procedure, tried flushing tip, did not work. Opened another tip for use, machine tested out ok. Placed in the eye and was then found to be occluded. Dr stated, may have caused eye burn. Both tips tested out appropriately at the start of case.